Event description:
(B)(6) reported on behalf of (B)(6) hospital that following the set being removed from their washer disinfector, it was noticed that a nut on the instrument had come loose and eventually fell off. (B)(6) added that as a result of the nut falling off, hospital staff were able to examine the inner shaft that runs down the instrument and found it to be heavily contaminated with blood. (B)(6) further reported that the second wire cutter was then disassembled and it was also heavily contaminated. The customer now has concerns about reprocessing these instruments and feel that they should be disassembled prior to washing.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report.